Manufacturer narrative:
Continuation of d10: product ID a820: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal sufentanil, baclofen and bupivacaine via an implantable pump for non-m alignant pain. The patient stated they were told that their existing bolus phone would work, but when they tried to give themselves a bolus last night, they got service code 351. The agent walked the patient through pairing their new pump to their personal therapy manager (ptm) device and communicator. The patient was able to successfully connect to their pump and confirmed they had 5 boluses left. The troubleshooting steps that were taken on the call resolved the issue. The patient also stated they were having the issue of when requesting a bolus it was taking a long time and confirmed handset lagged at 90% for about a year. The agent reviewed data and assisted the patient in deleting data. The patient was able to connect to the pump with no lag at 90%.